Event description:
Following implant procedure, the patient experienced a tamponade. A pericardial drainage procedure was performed and the patient received a blood transfusion to resolve the tamponade. An echocardiogram was unable to confirm a perforation. X-ray imaging was performed; no anomalies were noted and the leadless pacemaker (lp) was in the original implant position. The patient was stable.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.